Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis as well as the proximal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire is broken. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do show thermal damage. Additional observation related to the customers complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. The conductor wire insulation was damaged, as well as the internal wires. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument exhibited electrical leakage. The procedure was completed with no reported injury.